Manufacturer narrative:
This MDR is being submitted due to the stated reaction experienced by the patient after a mixture of acell's micromatrix powder reconstituted with platelet rich plasma (prp) was injected into the scalp for the treatment of hair loss. A review of the manufacturing records is not possible, as the physician was unable to provide the lot and serial number used. Nevertheless, all acell devices are manufactured and distributed sterile in compliance with FDA, state and local laws and regulations and acell's operating procedures. Furthermore, there has been biocompatibility testing performed per iso10993 on acell's micromatrix product line which has demonstrated micromatrix does not cause adverse responses in test subjects. The use of this product for hair loss treatment is off label and not recommended or promoted by acell, inc.

Event description:
On 11/6/2019 acell received notification from a physician that a patient developed swelling of the eyes after a hair restoration procedure which involved scalp injections with micromatrix reconstituted with platelet rich plasma (prp). The physician outsources the reconstituting of the and prp to an outside service. The procedure was conducted on (B)(6) 2019. The onset date of the patient's adverse reaction is (B)(6) 2019. The physician did not think the micromatrix contributed to the patients reaction. The patient self-medicated with 1 tablet of benadryl. As a precautionary measure, physician prescribed a course of steroids (medrol pack). The patient's symptomology improved within a day after taking the first dose of the medrol pack.